Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm) and the remote arm controller (rac) to address the 23/30 errors issue. Following the service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The mtm2 was returned for failure analysis, and the reported failure (error 23/30) was able to be reproduced during calibration (via matlab) and testing. As a fix to the reported failure, the following parts will be replaced: the embedded serializer for master base (esmb) printed circuit assembly (pca), and the main wire harness. The complaint error 23 occurred during the procedure was confirmed based on the field evaluation and failure analysis, which indicated that the device did contribute to the customer reported issue. Intuitive surgical, inc. (Isi) received the remote arm controller (rac) associated with this complaint and completed its investigation. Failure analysis (fa) did not replicate nor confirm the reported issue as there was no trouble found during testing.

Event description:
It was reported during a da vinci-assisted pulmonary lobectomy surgical procedure, an error 23 occurred. The site checked the blue fiber cable and they all had blue leds. The site performed a hard restart, but the issue persisted. The technical support reviewed popup logs and the site decided to convert the case to laparoscopic surgery. The tse informed site that the logs point to ssc1 and that they could power off the console, unplug the blue fiber to ssc1 and continue with ssc2 still connected. However, surgeon had already decided to convert the case to laparoscopic. There was no report of patient injury.